Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2001.

Event description:
It was reported that t-wave oversensing (twos) was noted on the non-sustained tachycardia (nsvt) episodes. It was also reported that the rwaves were low. The right ventricular (rv) lead was reprogrammed to true bipolar and the rv lead remains in use. No patient complications have been reported as a result of this event.